Event description:
Ous MDR - after an implantation period of about 65 months, oversensing with inappropriate therapy was reported. During the revision procedure on (B)(6) 2014, the physician reportedly tried to remove the lead and broke it. The lead was not returned to biotronik but the crt-d was. The date of implant for this device was not provided.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. An amount of 81 charging cycles was recorded to the device memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the right ventricular, which led to delivery of defibrillation shocks, confirming the clinical observation. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Summary:the analysis could confirm the clinical observation. On the available iegms noise was observed in the ventricular channel, which led to shock delivery. However, a thorough analysis of the ICD proved the device to be fully functional. The two returned leads were found dissected upon receipt, which occurred most likely during the explantation procedure. The analysis of the available two lead fragments did not reveal any indication of a material or manufacturing problem.